Manufacturer narrative:
Product has been requested but not yet received. System data logs were evaluated which revealed the handpiece and system performed as expected. The systematic handpiece serial number provided by the reporter indicates it was not manufactured by solta medical. A review of device history logs are in progress. Based on the available information, no causal factors can be determined, and no conclusions can be drawn.

Event description:
A practitioner reported that post thermage treatment a patient developed burns and blisters immediately on the lower face. The patient was given an unknown topical anesthetic. The patient was provided an ice compress and an epidermal growth factor to treat the burns and blisters. The patient later went to the hospital and was diagnosed with a second degree burn. The patient¿s current status was reported as recovering with some scabs remaining, the practitioner is unsure if there will be any scarring. The available pictures were reviewed, hyperpigmented lesions are visible on both sides of the face. There were no system errors throughout the treatment. The highest energy level used was a 3. The treatment tip was inspected prior to use and inspected an unknown amount of times during the treatment.

Manufacturer narrative:
Treatment tip was returned and evaluated. Evaluation revealed the tip passed flow, leak, visual and thermistor testing. Functional testing was not able to be performed due to no reps remaining on the tip. According to thermage cpt system technical user¿s manual redness and burns are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Evaluation of the data card found no issues with the system. The customer reported the treatment tip was inspected prior and during treatment and noting was noted. The treatment tip was returned for evaluation. No issues found related to this event found. Based on the available information, redness and burns are known possible adverse patient reactions to thermage treatment.